Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was identified and confirmed in the logs of the returned homechoice device. The cause was undetermined. A batch review for the disposable cassette was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported. There was no report for this alarm called in by the customer.